Manufacturer narrative:
FDA medwatch reference: mw5087832. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon ripped apart into two pieces causing one half of the tampon to get stuck in her body.